Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle has foreign objects. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.

Event description:
It was reported that the gastrointestinal videoscope had a washed-out image and very strong halation. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.